Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in references to malfunctions of a simplygo mini during routine maintenance of the device. It was reported in the maintenance report damaged power cord. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.